Manufacturer narrative:
The lot number of the device that was in use is unknown. A device from a possible lot number 021994w is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported backflow of fluid from the secondary solution container into the drip chamber of the primary tubing set. The primary tubing set was being used to deliver an unspecified volume of normal saline, at a rate of 40ml/hr, via a pump. At an unspecified time, the male adapter of an unspecified secondary tubing set was connected to the proximal clave y-site on the primary tubing set for piggyback delivery of an unspecified concentration of maxipime in 50ml, at a rate of 100 ml/hr. The primary solution container was lowered below the secondary solution container. It was reported that immediately after the piggyback delivery was started, the nurse noted backflow of solution into the primary tubing set drip chamber . The primary tubing was clamped and the delivery was stopped. The secondary tubing set was replaced and the therapy was resumed. It was reported that after the delivery was started, the nurse again noted backflow of solution into the primary tubing set drip chamber. The delivery was stopped. The primary tubing set was then replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.